Event description:
It was reported that during an unknown procedure, sometimes there was no coagulation during the procedure. The display showed no error code. This occurred with two devices. Another device was used to complete the case with no patient consequence. No further information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.